Manufacturer narrative:
Hamilton medical ag comes to the conclusion: on a fully charged battery the device switches to ambient at the moment when the ac plug is pulled. In the logfile no indication of what happened. No patient involvement. Not all information is available at the time of this evaluation. Investigation was initiated. Root cause: investigation ongoing.

Event description:
Folgendes wurde gemeldet an hamilton medical ag: nk local staff noticed this when they were inspecting the operation of this c6. It does not switch to battery operation when ac power is lost during operation. Also, the indicator on the battery itself is not functioning properly. Device shut down without battery low alarms when changing from battery to ac on a full battery charge level.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being serviced. The root cause was determined to be a defective battery which was replaced. There was no patient or user harm reported.

Event description:
Folgendes wurde gemeldet an hamilton medical ag: nk local staff noticed this when they were inspecting the operation of this c6. It does not switch to battery operation when ac power is lost during operation. Also, the indicator on the battery itself is not functioning properly. Device shut down without battery low alarms when changing from battery to ac on a full battery charge level.